Event description:
This notification is being reviewed due to a remstar auto a-flex device with an allegation of a missing control dial button. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During, evaluation, foam particles were found in the device assembly. Error code 65, error code 55, and error code 53 (indicating an issue with the pca) was found in the device log history. The device was scrapped per the customer's request.